Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when advancing the involved angio-seal insertion sheath into the vessel, the doctor was encountered with high resistance. The doctor decided to stop and he changed to manual compression to complete the procedure. There was no blood loss, and the patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on october 26, 2018: it was reported that during neuro-intervention, a 6 (B)(4) sheath was used with no difficulties noted during arterial access, sheath, guidewire, or catheter insertion. Pre-deployment angiogram was performed to confirm suitability of angio-seal deployment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Date of report was inadvertently left blank on the initial report, therefore, the date of the report has been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.